Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ("suspicious tubo-ovarian abscess"), pelvic pain ("pelvic pain") and kidney infection ("infection (other) : kidney") in a 35-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, passenger in motor vehicle accident and abortion induced. Patient denies diarrhea, chills and fever. Previously administered products included for an unreported indication: ortho tri cyclen lo. Concurrent conditions included weakness, dizziness, urinary tract infection, low back pain, dysuria, suprapubic pain, burning micturition, ache, abdominal tenderness, ovarian cyst, left lower quadrant pain, endometriosis, diarrhea, decreased appetite, adhesion, cystoscopy, intestinal adhesion lysis, discomfort, weakness, diaphoresis, influenza, nausea, loss of consciousness, post concussion syndrome and hemorrhagic ovarian cyst. Concomitant products included estrogen nos (estrogen) and nsaid's. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced kidney infection (seriousness criterion medically significant), mood altered ("mood changes"), cystitis ("infection: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 3 months 11 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain") and urinary tract infection ("uti"). The patient was treated with surgery (robotic hysterectomy with right salpingo-oophorectomy and left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the tubo-ovarian abscess, kidney infection, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and urinary tract infection outcome was unknown and the pelvic pain, migraine, headache and abdominal pain lower had resolved. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, kidney infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: there were 6 coils noted from the right side. The right side was little obscured by overgrowth of endometrial tissue. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: metallic densities are seen within fallopian tube. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded on (B)(6) 2013 ultrasound scan vagina revealed, hyperechoic mass right adnexa probably on the basis of a hemorrhagic cyst. Smaller cystic areas seen within right adnexa. Ovarian torsion cannot be fully excluded.. On (B)(6) 2013 pathology test uterus, tubes and right ovary. Adenomyosis ruptured right ovarian endometriotic cyst with tubo-ovarian adhesions unremarkable fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record nausea, headache, abdominal pain, fatigue, menorrhagia, dysmenorrhea, pelvic pain. Tubo-ovarian abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ("suspicious tubo-ovarian abscess"), pelvic pain ("pelvic pain") and kidney infection ("infection (other) : kidney") in a 35-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient denies diarrhea, chills and fever. Previously administered products included for an unreported indication: ortho tri cyclen lo. Concurrent conditions included weakness, dizziness, urinary tract infection, low back pain, dysuria, suprapubic pain, burning micturition, ache, abdominal tenderness, ovarian cyst, left lower quadrant pain, endometriosis, diarrhea, decreased appetite, adhesion, cystoscopy, intestinal adhesion lysis, discomfort and weakness. Concomitant products included estrogen nos (estrogen) and nsaid's. In 2009, the patient experienced kidney infection (seriousness criterion medically significant), mood altered ("mood changes"), cystitis ("infection: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 3 months 11 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain") and urinary tract infection ("uti"). The patient was treated with surgery (robotic hysterectomy with right salpingo-oophorectomy and left salpingectomy) and surgery (robotic laparoscopic hysterectomy with right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the tubo-ovarian abscess, kidney infection, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and urinary tract infection outcome was unknown and the pelvic pain, migraine, headache and abdominal pain lower had resolved. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, kidney infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: there were 6 coils noted from the right side. The right side was little obscured by overgrowth of endometrial tissue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record nausea, headache, abdominal pain, fatigue, menorrhagia, dysmenorrhea, pelvic pain. Tubo-ovarian abscess. Most recent follow-up information incorporated above includes: on 19-sep-2018: plaintiff fact sheet- event urinary tract infection and lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ("suspicious tubo-ovarian abscess"), pelvic pain ("pelvic pain") and kidney infection ("infection (other) : kidney") in a 35-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, passenger in motor vehicle accident and abortion induced. Patient denies diarrhea, chills and fever. *on (B)(6) 2013 ultrasound scan vagina revealed, hyperechoic mass right adnexa probably on the basis of a hemorrhagic cyst. Smaller cystic areas seen within right adnexa. Ovarian torsion cannot be fully excluded.. On (B)(6) 2013 pathology test uterus, tubes and right ovary. Adenomyosis ruptured right ovarian endometriotic cyst with tubo-ovarian adhesions unremarkable fallopian tubes. Previously administered products included for an unreported indication: ortho tri cyclen lo. Concurrent conditions included weakness, dizziness, urinary tract infection, low back pain, dysuria, suprapubic pain, burning micturition, ache, abdominal tenderness, ovarian cyst, left lower quadrant pain, endometriosis, diarrhea, decreased appetite, adhesion, cystoscopy, intestinal adhesion lysis, discomfort, weakness, diaphoresis, influenza, nausea, loss of consciousness, post concussion syndrome, hemorrhagic ovarian cyst, blood pressure high and type 2 diabetes mellitus. Concomitant products included empagliflozin (jardiance), estradiol (estrogen), nsaids and paracetamol (acetaminophen). In 2009, the patient experienced kidney infection (seriousness criterion medically significant), mood altered ("mood changes"), cystitis ("infection: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 11 days after insertion of essure. In (B)(6) 2012, the patient experienced urinary tract infection ("uti/ urinary tract infection"). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal pain"). The patient was treated with lisinopril and surgery (robotic laparoscopic hysterectomy with right salpingo-oophorectomy, left salpingectomy ). Essure was removed on (B)(6) 2013. At the time of the report, the tubo-ovarian abscess, kidney infection, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and urinary tract infection outcome was unknown and the pelvic pain, migraine, headache, abdominal pain lower and abdominal pain had resolved. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, kidney infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: there were 6 coils noted from the right side. The right side was little obscured by overgrowth of endometrial tissue. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: results: metallic densities are seen within fallopian tube. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: both fallopian tubes were successfully blocked. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record nausea, headache, abdominal pain, fatigue, menorrhagia, dysmenorrhea, pelvic pain. Tubo-ovarian abscess. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received. Event added: abdominal pain. Concomitant drug and lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ("suspicious tubo-ovarian abscess"), pelvic pain ("pelvic pain") and kidney infection ("infection (other) : kidney") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient denies diarrhea, chills and fever. Previously administered products included for an unreported indication: ortho tri cyclen lo. Concurrent conditions included weakness, dizziness, urinary tract infection, low back pain, dysuria, suprapubic pain, burning micturition, ache, abdominal tenderness, ovarian cyst, left lower quadrant pain, endometriosis, diarrhea, decreased appetite, adhesion, cystoscopy, intestinal adhesion lysis, discomfort and weakness. In 2009, the patient experienced kidney infection (seriousness criterion medically significant), mood altered ("mood changes"), cystitis ("infection: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 3 months 11 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic hysterectomy with right salpingo-oophorectomy and left salpingectomy) and surgery (robotic laparoscopic hysterectomy with right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the tubo-ovarian abscess, kidney infection, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, migraine, headache and abdominal pain lower had resolved. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, kidney infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 6 coils noted from the right side. The right side was little obscured by overgrowth of endometrial tissue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record nausea, headache, abdominal pain, fatigue, menorrhagia, dysmenorrhea, pelvic pain. Tubo-ovarian abscess. Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet received. New reporters added and case updated to medically confirm. Patient¿s demographics, concomitant and historical condition added. Essure indication updated and explant date added. Events mood changes, abnormal bleeding (vaginal, menorrhagia), infection: bladder, apareunia (inability to have sexual intercourse), infection (other): kidney, depression and mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fatigue were added. Reporter and patient information added. Product information added. Outcome of event "pain" are recovered. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.